Event description:
Reporter calling to report problems controlling his blood sugars using the closed loop system of his omnipod 5 and dexcom g6. Reporter states he is having problems daily and has experienced both hyperglycemia and hypoglycemia as a result of device-related problems. On (B)(6) 2023, reporter received a "pod error" and states the controller would not communicate with the pod, as well as other pod failures when the pod is "less than 24 hours old". He also explains that his dexcom g6 gives "confusing" notifications and is not very user friendly. Reporter states he was diagnosed with type 1 diabetes at the age of three, and he is very familiar with how these devices are supposed to function. Reporter states he has contacted both insulet corporation and dexcom regarding these problems but "they do not want to fix this. "Reporter states that when he is physically active outdoors that the pdm (personal diabetes manager) "shuts down" and then "the pump cannot figure out what to do". Reporter expresses his frustration and wants insulet corporation and dexcom to "just fix your products". Reference reports: mw5116591, mw5116592.